Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/04/2013 with the following findings: the display was cracked in multiple places. Attempted to power up pump, with no display. The audio and vibrator were functional.